Event description:
A bariatric patient was undergoing fluoroscopy examination. After 56 seconds of fluoroscopy, the examination technique was change because of poor quality to digital spot films. After a total of 39 digital spot films were completed, the x-ray tube exploded spraying the patient, x-ray technician and physician with oil. No injuries were reported.when removing the defective tube, both high tension cable candles were tight and required more than the usual force to remove. Close inspection showed identical cracks around the anode and cathode candles. The cracks traveled the complete circumference of the candle approximately 3/8 inch from the flange end.biomedical department found the generator configuration setting 'no tube overload protection' set to on. After numerous communications with philips in germany, the correct firmware and software configurations were obtained. Philips provided the appropriate procedure for checkout of the device. Biomed performed the exposure part of tube overload protection procedure, in 'simulation mode.' The test passed with 7 exposures. The fluoroscopy portion of the test also passed. Wait time came on at exactly 150 seconds.philips/dunlee sales manager and product support engineer arrived. Tube housing safety switch operation was found to operating correctly when checked with an ohm meter. Sample of insulating oil from the defective tuber were gathered. X-ray tube taken to office for evaluation.the overload protection feature was not turned on which allowed the anode in the x-ray tube to overheat beyond its design limits and catastrophically fail.